Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was returned with the instrument. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment from the instrument broke off and fell inside the patient. Although, the fragment was retrieved without patient harm, failure analysis confirmed a broken pitch cable. A broken pitch cable could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported during a da vinci-assisted pulmonary lobectomy procedure, part of the cable from the small grasping retractor instrument broke off and fell inside the patient. The site used a fluoroscan to locate and retrieve the cable fragment from the patient. The broken fragment was retrieved laparoscopically and there was no report of patient harm, adverse outcome or injury.